Manufacturer narrative:
Clinical trainer instructed customer to turn off laser and perform a gas change. After gas change, error message went away. In the quick startup manual there are two notes regarding gas exchange. Note one tells that a gas change is required before surgery day and note two recommends that a gas change be performed every seven days (even if laser system is not in use). Customer hadn¿t fired laser for over two months. Gas change is required before surgery day and every seven days (even if laser is not in use). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported an aborted procedure at 11%. The customer wanted to continue the rest of the surgery. The surgery was only being performed on the patient's right eye. Upon follow up, the doctor stated that they needed to abort because the system high voltage was too high. The doctor turned it off and did a gas change and the error message went away. Clinical trainer instructed how to proceed. Upon additional follow up, clinical trainer was told that the laser had not been fired for over two months. Original calibration was done and on the sixth ablation, depths were a little high and voltage was a little high at 91%. The doctor was trained that when numbers were high to drop target energy which got ablation numbers within the normal window. The doctor thought they were good to go. The laser sat for a few hours before the patient was brought in and voltage was a little high again. A couple more energy checks were performed and it came down a little bit. The laser was tried and only completed 11%. The doctor called the company and it was suggested to do 11% on test gel and then finish the procedure. The 11% was done on the test gel and patient was brought back in the room. The laser did not fire again. The doctor got upset and decided to abort the procedure and bring the patient back at another time.